Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block b5 and block h6 (device codes) have been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to ligate the varicose vein, the ligator did not work, and the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the ligator shrink wrap was removed at the "earlier set up"; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11 (correction): block b5 and block h6 (device codes) have been updated. Block h2 (additional information): block b5 has been updated based on the additional information received on june 12, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to ligate the varicose vein, the ligator did not work, and the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed at the "earlier set up"; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup." Additional information received on june 12, 2024: it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2024. During the procedure, when attempting to ligate the varicose vein, the ligator did not work, and the bands did not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.